Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event thermal burn, wound drainage, and device misuse as described in this case are considered serious as they can cause bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case closed. Follow-up attempts completed. No further information expected.

Event description:
Multiple point-like burns- deep and wet [thermal burn]. Multiple point-like burns- deep and wet [wound drainage]. Using thermacare back for menstrual pain [device misuse]. The temperature became unpleasant [product quality issue]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) from an unspecified date for menstrual pain. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) on an unspecified date for an unspecified indication. On an unspecified date in 2014 (reported as 1 year ago), the patient used heatwrap for the back on her belly for approximately 5 hours. She stated the heatwrap was initially hot, but the effect was pleasant. After approximately 3 hours, the temperature became unpleasant. Due to being at work, the wrap was removed after approximately 5 hours of use. The patient reported she experienced multiple point-like burns, deep and wet. Action taken with the product was unknown. No surgical treatment was necessary. Therapeutic measures included wound care, betaisodona cream and sterile would pads. At the time of the report, clinical outcome of the events was resolved on an unspecified date in 2014 (reported as resolved after approximately 3 months). Additional information has been requested and will be provided as it becomes available. Follow-up (04/21/2015): new information received from a contactable pharmacist includes: patient details, updated suspect product, additional events of wound drainage and product complaint, event onset date, event outcome and event recovery date. This case has been upgraded to a serious, reportable medical device report.